Event description:
It was reported that during the retrieval of the delivery system for a transcatheter heart valve procedure, the nose cone got stuck in the paddles, causing the valve to dislodge out of place. The device involved was the vlv evproplus-34. There was no impact on the patient, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6)2024 initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.